Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2, h6.

Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator (ICD) to restore normal parameters. The patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited over-sensing of wide qrs complex. No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not yet received.